Event description:
The customer is complaining that device's charge-pak battery charger needs to be frequently replaced for a low battery icon. A replacement device was provided to the customer. When the replaced device was evaluated by physio-control, the internal batteries were charge depleted and the device would not power on.

Manufacturer narrative:
Physio-control further evaluated the replaced device in the failure analysis center and determined that root cause for the reported problem was due to tin whisker growth on the on/off switch flex assembly connector plug, designator p506.